Manufacturer narrative:
Injector relays that granulomas that occurred ~6 years after bellafill dermal filler injection have not resolved and they are planning to remove surgically. The patient was injected with bellafill dermal filler in both on-label (nasolabial folds) and off-label locations (marionettes, chin, cheeks, and under the eyes). B3: date of event: 05/30/2024 - this is the date that the injector relayed that surgery will be planned to resolve the patient's granuloma. No date has been set. D4: lot numbers are unknown. The injector relayed that the lot numbers were not recorded and are unknown. D6a: bellafill dermal filler was implanted in three (3) procedures on: (B)(6) 2017, and (B)(6) 2019. D6b: surgical removal is planned. No date has been set. D8 and d9: bellafill dermal filler syringes are single use devices and are meant to be discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." H6- type of investigation, results, and conclusions: - bellafill dermal filler lot numbers are unknown. Shipping history was reviewed based on procedure dates provided by the injector to determine potential lots that may have been used during those timeframes. - review of the potential lots found no issues in manufacturing review. All potential lots have since expired (18-month shelf-life); therefore, no retained samples were available for review. - granuloma is an anticipated patient event that is documented in the bellafill IFU. Clinical studies support that granuloma may resolve over time with or without treatment. Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years.

Event description:
Injector relays that granulomas that occurred ~6 years after bellafill dermal filler injection have not resolved and they are planning to remove surgically. The patient was injected with bellafill dermal filler in both on-label (nlf) and off-label locations (marionettes, chin, cheeks, and under the eyes).